Manufacturer narrative:
Upon reassessment, it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The devices remained implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02526/ 0001825034-2017-02553/0001825034-2017-02555/ 0001825034-2017-02556/ 0001825034-2017-02557. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-02806/ (B)(4)/ 1825034-2016-03470/ 1825034-2016-04831/ 0001825034-2016-02804/ 0001825034-2016-02805. Medical products-comprehensive reverse shoulder glenosphere catalog: 115310, lot#868870, versa dial taper catalog#:118001 lot#:378870, stem catalog#:113652 lot#:496560, tray catalog#:115370 lot#:unk, humeral bearing catalog#:xl-115363 lot#:369090, versa dial taper catalog#:118001 lot#:707740, shoulder glenoid baseplate catalog#:115330 lot#:422790, stem catalog#:113632 lot#:485330, comprehensive central screw catalog#: 115383 lot#:787000, humeral bearing catalog#:xl-115363 lot#:950910, reverse shoulder catalog#:115310 lot#:921470, humeral bearing catalog#: xl-115363 lot#:450680.

Event description:
It is reported the patient is experiencing pain and headaches approximately eight months following revision shoulder procedure. No revision procedure has been indicated to date. No additional patient consequences were reported.